Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the evaluation/investigation was performed exclusively on the basis of the available information such as customer complaint form and photo documentation. According to the photos provided, it could be confirmed that the ceramic insulation at the distal end of the resection sheath has broken off. Furthermore, there is a dent at the sheath¿s distal end, the extent of which could not be determined, however. In view of the age of the insulating insert (11 years), the damage was attributed to wear and tear in the form of thermo-mechanical fatigue. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. In the course of a design improvement that was implemented in october 2010, the material of the insulating insert was changed. However, in this case, in view of the age of the claimed instrument, the failure was attributed to wear and tear. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.